Event description:
Lead had intermittent loss of rv capture, isolated ventricular undersensed beats, low rv amplitudes 0.7-2.7mv. The patient suffered an arrest during renal dialysis and had an ICD implanted. The lead was capped during the device replacement on (B)(6) 2025.